Manufacturer narrative:
The aquabeam console was returned for investigation. Functional testing could not replicate the reported issue as the aquabeam console functioned without any issues. The root cause is no problem found as the aquabeam console was found to be functioning as expected. A review of the device history record (DHR) for ab2000-b/serial number: (B)(6) and aquabeam console/serial number: (B)(6) were conducted, which confirmed that there were no non-conformance's, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The current user manual um0104-00 rev. G, aquabeam robotic system user manual, intl, english was reviewed. E50 - console error. Release foot pedal and click x. If error persists, turn off and turn on console and cpu. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
H.6 adverse event problem component code 4756: per the instructions for use, the aquabeam console, a reusable component of the aquabeam robotic system, controls the functionality of the high-velocity waterjet delivered by the aquabeam handpiece. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during procedural set up, the aquabeam robotic system generated an "e22 - motorpack error," "e23 - motorpack error," and "e50 - console error." The issue could not be resolved despite multiple troubleshooting attempts, and subsequently the treating surgeon made the decision to abort the procedure. There were no adverse health consequences to the patient due to this event.